Manufacturer narrative:
E1: (B)(6). Based on the available information, this event is deemed to be a reportable serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number. Reporting site: 8021545. Manufacturing site: 3003442380.

Event description:
It was reported that the patient experienced infusion set tape not sticking while swimming which led to cannula coming off and resulted in high blood glucose treated with insulin pen on (B)(6) 2026.